Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to load a new cartridge onto the pump. There was no alert or alarms present in the pump history. Customer attempted to reload a cartridge and cartridge was successfully loaded onto the pump. Customer's blood glucose level was not impacted.